Event description:
It was reported that the graphic case is corroding. Corrosion deposits residue is on the instruments and implants in the case.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation showed that one unit part number (60.212.005) received condition is used. The nylon coating of the graphic case base, lid and brackets are intact. There is labeling tape on the external surface of the case base and ink markings on the interior tray from ink marker or sharpie. The unit was investigated using top level revision e drawings. The case base has discoloration on all external and internal surfaces due to the following; placement of identification tape installed by the customer. There is also discoloration or residue from the wrapping material used during the sterilization/cleaning process. Further discoloration or residue is evident on multiple surfaces of the unit including the nylon coated positioning bracket from the use of an ink marker or sharpie style ink pen. No evidence of corrosion or similar contamination is detected. All stainless steel components are like new with no surface degradation. It is concluded that this complaint is deemed invalid from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: (B)(4). Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).